Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that eos message on screen when rep attempted to connect with clinician app. Agent referenced prior call during the call, which indicated pt had their device at 4.0 ma at that time. No program was listed. Agent from prior call suggested pt follow-up with managing hcp. During today's call, rep was unable to confirm current or past settings due to eos screen. Rep was at appt with pt and agent suggested informing physician of eos. Agent suggested rep find past visit notes that could indicate prior settings. Agent emailed rep guidelines regarding ins battery longevity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was telling the patient that their internal device is low, contact your clinician and patient said "the whole box says low battery." They are confused because they "have not even had this thing a year." Patient said the issue started "give or take 2-3 weeks ago" and they just kind of ignored it. Patient went to check their implant status this morning "to make sure everything was good" and the message came up again. When they accessed the my therapy app on the call seeing "internal device battery is low, contact your clinician." Patient stated only option is to dismiss the message and then they can get to their therapy settings. Reviewed how to navigate to home to check patient's battery and patient stated their battery was low with an exclamation point and their implant serial number. Agent reviewed message meaning and redirected patient to their managing healthcare provider to further discuss. Therapy is set at 4.0 ma and has been at lower settings than that at times but stated they hav e not had therapy set any higher than 4.0. The patient was redirected to their healthcare provider to further address the issue. Patient stated they were told to call patient services by their doctor's office. Agent provided nas phone number for healthcare provider to request rep if needed.